Event description:
It was reported that "clear" foreign matter was found on the syringe 0.3ml 30ga 8mm 7bag 420cas jp plunger tip during use. The following information was provided by the initial reporter, translated from japanese to english: "clear fm was on the plunger tip."

Manufacturer narrative:
Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that clear fm was on the plunger tip. The returned syringe was examined and exhibited a hard piece of material in the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The analysis shows that this material is most likely polypropylene. Unable to perform DHR check due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "clear" foreign matter was found on the syringe 0.3 ml 30ga 8 mm 7bag 420cas jp plunger tip during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "clear fm was on the plunger tip."